Event description:
Approximately 2 minutes after initiation of dialysis, patient complained of dizziness, nausea, numbness of both hands, feeling hot, facial flushing, and diaphoretic. T 96.7. Blood pressure dropped to 60/palp. Patient placed in trendelenberg. 1000 cc normal saline given. Oxygen therapy initiated and benedryl 25 mg. Ivp given. Physician present and saw patient. Blood pressure increased to 100/palp after saline administered. Blood rinsed back and treatment terminated. Patient felt better and after 15 minutes treatment was restarted on same type of dialyzer, and arterial and venous bloodlines. Same machine and acid/bicarb used. Patient asymptomatic. One hour later, venous chamber clotted and treatment was terminated 45 minutes early.see page 3 of 4 and 4 of 4 for additional info.